Event description:
The event is reported as: the customer reports that the lma proseal was not holding air during use on a patient. Another lma device was used. No report of a patient injury/harm.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.